Manufacturer narrative:
The valve is included within the bioguard air/water and suction kit. The valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure and provides access for irrigation. The device subject of the reported event was discarded by the user facility. The instructions for use include the following statements: "do not leave a device hanging from the valve. Doing so can cause the creation of a larger valve slit/hole that may cause leakage. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to the valve". The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. Us endoscopy has provided in-service training to the user facility, and no further issues have been reported.

Event description:
The user facility reported the lid of the biopsy valve opened, with resultant fluid spray from the device during procedural use. The fluid did not contact the user, and there was no report of harm to the patient or user.